Manufacturer narrative:
The reported complaint is not verifiable as the level sensor was discarded prior to any evaluation being completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per field service representative (fsr) the level sensor was thrown out before service was notified. The fsr replaced the level sensor with a new one.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the red level sensor did not function at all. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.